Manufacturer narrative:
The reagent lot number was 75011801 with an expiration date of 31-dec-2024. The field service engineer changed the sample probes and the reagent cassette. A general reagent issue was ruled out as calibration and quality control were acceptable. Pictures of the involved sample probe suggest a general pre-analytical or maintenance issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable total protein (tp gen.2) results from the cobas integra 400 plus analyzer. Patient (B)(6) initial result was 9 g/dl and the repeat result was 6.47 g/dl. Patient (B)(6) initial result was 10 g/dl and the repeat result was 6.84 g/dl. Patient (B)(6) initial result was 9.50 g/dl and the repeat result was 6.16 g/dl.